Event description:
It was reported an implantable cardiac monitor was interrogated with full battery, and the device was turned off to save battery as the device was not implanted. When interrogated again, the battery had depleted despite being turned off. The device was not used. There was no patient involvement.

Manufacturer narrative:
Customer complaint of premature discharge of battery was not confirmed. Session record showed that the device had exited shipped settings on (B)(6) 2021, about 6 weeks prior to attempt to implant. After device exits shipped settings, there is approximately 1% usage per week. The device was received in normal working conditions with battery voltage above eri. Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.